Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information. Since the reporter did not provide us information on the device such as serial number, type etc., we don't know which device was involved in this procedure and therefore, can't evaluate the device. Moreover, they reported code 2993: adverse event without identified devise of use problem. According to the mw report report: there's a serious injury; required intervention, disability or permanent damage. Per the event description in the mw report: "I went to my gynecology's and they recommend the femtouch - it was in 2017 I have to get the exact dates. Immediately after I got home I had feelings of urine infection, it has been an ongoing issue since then, it is now 2023. I have been under the care of a urologist with chronic bladder and urethra pain since then. I had never prior to that had any issues of any kind, the procedure has absolutely turned my life up side down. I recently started seeing a nephrologist after my urologist recommended it. I have had multiple test, CT scans, urine tests, at least 20, I can provide all the records if necessary." The customer did not provide us technical information on the device, its s/n as well as clinical data. Due to lack of information it was impossible to proceed with investigation and define the rc. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received a medwatch report mw5118413 from the FDA on adverse event which was occurred on (B)(6), 2017 and caused injury to the patient following treatment by co2 femtouch device.